Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 85 90-1, lot# n370643, implanted: 2014 (B)(6); product type accessory. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect since last implant. The patient was scheduled to have a magnetic resonance imaging (MRI) scan on (B)(6) 2014 as she was having ¿issues¿ with her implanted pump and catheter. Reportedly, there were ¿some issues¿ with the medication delivery and the catheter. The patient was not having relief and she reported bad spasticity and the pain was unmanaged. This issue had been ¿on and off¿ since implant. The patient denied falling. This device system delivered baclofen and gabapentin. Additional information has been requested, but was not available as of the date of this report.